Event description:
It was reported that the haptics of the intraocular lens (iol) stuck together at the ends after the iol injection (placement). Reportedly, the doctors followed the precise handling of the injector as well as the use of healon. No patient complications nor patient injury were reported; patient is doing well. The iol remains implanted. The date of event is unknown. No further information was provided.

Manufacturer narrative:
(B)(4): the intraocular lens remains implanted.(B)(4): placeholder.